Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin delivery has temporarily stopped to ensure safety. The drive support cap was normal. The insulin pump was not exposed to high magnetic environment. Customer unable to clear alarm and rewind insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.